Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus australia, omsc surmised there was the possibility this phenomenon was attributed to the ccd failure or the camera cable failure of the subject device which might have occurred due to applying some strong impact. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was appeared then disappeared repeatedly during the unspecified procedure. The user changed the subject device to another device, and completed the procedure. At the incoming inspection for the repair, olympus (B)(4) checked the subject device, and the image of the subject device was not displayed. It was required the replacement of the ccd unit. There was no patient injury associated with this report.